Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil had migrated/malposition of essure device location of device: uterus wall/essure coil identified and fibrous adhesion.") In a 43-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, kidney disorder and gallstones. Concomitant products included glimepiride since 2015, insulin glargine (lantus), losartan and metformin. In (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy removal of migrated left). Essure was removed on (B)(6)2017. At the time of the report, the embedded device outcome was unknown and the menorrhagia had not resolved. The reporter considered embedded device and menorrhagia to be related to essure. The reporter commented: physician has recommended removal of the device. Her surgery has not yet been scheduled. Date(s) of insertion: (B)(6)2014, (B)(6)2015. Date(s) of removal: (B)(6)2017, (B)(6)2017. As per mr (B)(6)2017 : essure devices present with the left one projecting in the myometrium. Diagnostic results: on (B)(6)2016 dye test- migration of essure device and not fixed left coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil had migrated/malposition of essure device location of device: uterus wall/essure coil identified and fibrous adhesion.") In a (B)(6) female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, kidney disorder and gallstones. Concomitant products included glimepiride since 2015, insulin glargine (lantus), losartan and metformin. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy removal of migrated left). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown and the menorrhagia had not resolved. The reporter considered embedded device and menorrhagia to be related to essure. The reporter commented: physician has recommended removal of the device. Her surgery has not yet been scheduled. Date(s) of insertion: (B)(6) 2014, (B)(6) 2015. Date(s) of removal: (B)(6) 2017, (B)(6) 2017. As per mr (B)(6) 2017 : essure devices present with the left one projecting in the myometrium. Diagnostic results: on (B)(6) 2016 dye test- migration of essure device and not fixed left coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: new reporters added and reporter information updated. Plaintiff demography added. Product lot number received. Product indication and implanted date updated. Explanted date added. Event device dislocation updated to embedded device. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.